Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon performed revision surgery due to dislocation and acetabular too shallow which had to be cut and new implant placed back. Constrained liner trial stuck in cup because would not unscrew from shell. Thread on the screw would not back out. Replaced liner.

Manufacturer narrative:
An event regarding seizing involving an trident trial was reported. The event was confirmed. Visual analysis of the returned trial noted that the device was returned damaged. The device was split down the middle into two pieces. Scratches and indentation was also observed on both sides of the device. Examination of the returned device by material analysis was not performed as the screw was not returned. The provided medical records were reviewed by a consulting clinician who indicated: "the second harm involves the inability to unthread the central locking screw in the constrained liner trial from the underlying acetabular shell. In light of the fact that the screw could be unthreaded once the surrounding portions of the liner were removed the most likely scenario for this problem is that the implant locking screw was cross threaded during its implantation. Although there was no direct harm to the patient the additional steps taken that were necessary to remove the liner caused some degree (not specified) of surgical delay." A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The medical review confirmed the reported event by concluding, "inability to unthread the central locking screw in the constrained liner trial from the underlying acetabular shell. In light of the fact that the screw could be unthreaded once the surrounding portions of the liner were removed the most likely scenario for this problem is that the implant locking screw was cross threaded during its implantation." No further investigation can be done at this point of time. If the locking screw and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Surgeon performed revision surgery due to dislocation and acetabular too shallow which had to be cut and new implant placed back. Constrained liner trial stuck in cup because would not unscrew from shell. Thread on the screw would not back out. Replaced liner.